Manufacturer narrative:
All information provided by manufacturer, no medwatch form r was received.

Event description:
It was reported that the patient received inappropriate shock that was classified as a-fib with rapid ventricular response. Lead remains implanted.